Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error. Customer¿s blood glucose was 14.3 mmol/l at the time of incident. Customer stated that the insulin pump had a critical pump error and customer was not able to rewind the insulin pump. Customer also reported to have experienced a high blood glucose of 14.3 mmol/l and unable to troubleshoot due to insulin pump was unresponsive. . The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.